Manufacturer narrative:
A ge service representative performed an on site investigation. The closed circuit digital camera was replaced during the service call.

Event description:
The customer reported that the 8800 system locked up and the monitor screen was black. No patient injury was reported.